Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services noted that the image did not appear. During troubleshooting they found the back shell video input connector didn't work. The fault was determined to be an electrical connection failure. The device was repaired and returned to the customer. Additional part used: ranger 3-4 baton; catalog: 0570-0198; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor assembly, the monitor displayed a dark flicker when it was turned on, then went completely black. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.